Manufacturer narrative:
Phone number: institution: (B)(6) reporter: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the navigation ring failure. The v60 front bezel was replaced to resolve the navigation ring issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.